Event description:
Per the information provided to co by the physician's office, the device was removed due to a "fluid loss", secondary to a "tubing fracture at the strain relief". As reported to co, the pump and some assembly kit component(s) only were removed and replaced; leaving inplace the clyinder(s) and reservoir from the initial implant.